Event description:
It was reported that the patient is experiencing difficulty in inflating their inflatable penile prosthesis(ipp)device. A patient outcome of stable was reported.

Event description:
It was reported that the patient is experiencing difficulty in inflating their inflatable penile prosthesis(ipp)device. A patient outcome of stable was reported.

Manufacturer narrative:
System components: reservoir; model- 720185-01; lot sn- 0134171016.